Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella IFU: impella 5.5 with smartassist, section: using the automated impella controller with the impella catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves: "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The device was presenting saturated flow and high pure pressure alarms. The impella was explanted and clot was found in the outflow cage.

Manufacturer narrative:
The investigation has been completed. The impella 5.5 was returned for evaluation. Upon visual inspection, biomaterial was present around the impeller blade and purge gap. The pump was connected to the console and purged for approximately 10 minutes. Purge pressure steadily rose and eventually triggered high purge pressure alarms after 15 minutes. The pump was attempted to be run but immediate pump stop occurred. No blood was present in the purge line just proximal from the motor housing. The pump was cut right before the motor housing and high purge pressure resolved. Data logs were reviewed and long term log showed a slow gradual buildup of purge pressure over a period of approximately three days. Just prior to slow increase in purge pressure, a motor current spike was observed. Real time log at time of motor current spike showed a motor current spike with a large speed deviation and momentary drop in pump flow. Pump flow after motor current spike becomes saturated. Clinical details noted that on day eight of support, the pump flows were not within the normal range for p-4. Purge flows were observed to be low with a high purge pressure. Motor current was also observed to be slightly high for p-4. It was noted that patient was not on heparin for two days prior to high purge pressure, only sodium bicarbonate in purge solution. The root cause of the high purge pressure was most likely due to biomaterial ingestion that lead to gradual buildup of purge pressure over an extended period of time. As it relates to the saturated flow, the pump was attempted to be run in the lab but an immediate pump stop occurred. Data logs were reviewed and long term log showed a gradual increase in motor current with flows becoming more saturated throughout end of support. Directly before motor current begins to rise and flows begin to saturate, a motor current spike is present. Real time log at time of motor current spike shows the motor current spike occur with a speed deviation and momentary drop in pump flow. Flows were clipping and saturated for six minutes prior to motor current spike. Clinical details noted that the pump was flowing higher than normal values at p-4 and motor current was observed to be higher than p-level. The root cause of the saturated flow was most likely due to biomaterial. Thrombus was removed and investigated under other failure modes listed as the root cause of the "high purge pressure" and "saturated flow" due to biomaterial. B.1 revised since the initial manufacturer device report number 1220648-2025-26389 was submitted to product problem due to investigation results. B.2 selection was removed since the initial manufacturer device report number 1220648-2025-26389 was submitted due to investigation results. B.7 added information as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26389. E.1 added fax number and us phone number as they were inadvertently omitted from the initial manufacturer device report number 1220648-2025-26389. H.1 revised since the initial manufacturer device report number 1220648-2025-26389 was submitted to malfunction due to investigation results. H.6 revised health effect - clinical code since the initial manufacturer device report number 1220648-2025-26389 was submitted due to investigation results.